Event description:
During remote follow up, noise resulting in oversensing and pacing inhibition were observed on right ventricle lead. No intervention was performed at this time. The patient experienced no consequences.